Event description:
Boston scientific became aware of an event that occurred on 4/2005, in which the subject device could not be advanced using the pusher wire after the twist-lock segment was opened. The physician then noticed a foreign material or change of color at the twist-lock segment. The procedure was successfully completed with other coils.